Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was monitored and tested with no blank display and unexpected critical pump error (open book image) noted during testing. The motor was tested outside of the device and passed. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to 0137.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working because she got a critical pump error. The customer¿s blood glucose was 192 mg/dl. Customer reported that they received the open book image on the insulin pump screen. Troubleshooting steps were provided for critical pump error. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and refer to the back-up plan. The insulin pump will be returned for analysis.